Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with post-sensed t-wave oversensing (pstwos) exhibited by the insertable cardiac monitor (icm). Programming changes were recommended, but not completed. The patient was in stable condition.